Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to optimize analyzer performance, and acceptable vitros tropi es precision testing following the service actions demonstrated the vitros eci system was operating as expected. However, as no vitros tropi es precision testing was performed prior to the service actions, a possible analyzer issue contributing to the event could not be confirmed. The investigation also confirmed that the samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.087 ng/ml vs. A correct result of <0.012 mg/ml was obtained. The higher than expected vitros tropi es result was identified and was not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm. (B)(4).